Manufacturer narrative:
H10 additional narrative:this report is being submitted due to a retrospective review conducted under CAPA-2017-0007.tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.h.3. Device evaluation by manufacturer:the field service engineer (fse) was dispatched on 2 september 2016. The fse followed-up with the customer over-the-phone to address the reported event and advised the customer to disconnect the waste sensor until the repair could be made. The fse repaired the system on 7 september 2016. The engineer found the plug for level sense upside down, the engineer then reseated all the boards and replaced the main board. The engineer found the molex connectors for the diluent and waste switched and he replaced the harness. The fse also upgraded the software to latest version 2.51.the aia-900 was working as intended. No further action required by fse.the probable cause of the event was the wiring on wrong connectors

Event description:
On (B)(6) 2016 a customer reported error 2003 waste tank full, but the tank is empty with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.